Event description:
It was reported that pump displayed malfunction code and fault message, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, restarted glucose sensor, and planned to refill and load cartridge and resume insulin independently, while being advised to call back if problem returned.